Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator lock was broken off the door. The field service engineer (fse) found that the smart remote manager and door hasp were not properly aligned. The old adhesive was removed, and new adhesive was applied to ensure proper alignment and a secure fit. The customer verified that functionality was restored successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator door lock had broken off the glass. The customer stated that the lock was hanging by the door handle and no longer aligned with the locking mechanism, preventing the refrigerator door from securing properly. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.